Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/10/2014 with the following findings: a review of the pump black box data revealed multiple cs 064 call service alarms. During testing, the pump emitted a cs 078 call service alarm with an attempted rewind step. The pump case was removed, and an intermittent condition was found on the printed circuit board in the motor drive circuit. The complaint was duplicated.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).